Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported pressure-induced intralamellar stromal keratitis and 2+ stromal edema in a patient's left eye seven day post lasik. Patient reported blurry/fogging vision. Upon follow up, stromal keratitis and edema is reported to be resolved. Patient's vision is reported to be good. Patient is using artificial tears.